Event description:
The report received from the affiliate states that the hub of the product was cracked. The target lesion location is unk. The hospital reports that the device was in the pt ready to be inserted in the coronary artery when the crack on the hub of the device was noticed during negative pressure and bubbles were noticed. No anomalies were noticed during inspection and preparation of the device. The product was prepped as per the IFU. There was no difficulty flushing the device. There was no difficulty encountered when connecting the inflation device (bsc) to the hub. The device was removed from the pt by pulling it back into the guiding catheter, without complications. No pt injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing: however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.